Manufacturer narrative:
The device was returned and evaluated. The received device had the cannula assembly fully deployed and the needle completely retracted. No issues noted that would result in the reported event of a needle mechanism failure. No issues observed during inspection of the devices cannula assembly and fluid path that would result in high blood glucose levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) level exceeded 400 mg/dl while wearing the pod between 24 and 36 hours on infusion site (arm). Patient's mother reported that this pod was not working correctly due to patient's bg levels were not dropping they stayed high, it was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, they kept giving the patient the correction over and over and the patient's bg levels would not drop and switched pod. Patient's mother stated there was a small trace of ketones and there was a bubble on the patient's skin after removing the pod.